Event description:
Bilateral mandibular body distraction was performed. Five day latency period was observed followed by 3mm of distraction. Distractor would not advance after 3mm of distraction, dr. Replaced flex shaft with solid shaft and attempted to advance the distraction device. As the bone had not completely separated yet and the vectors were not parallel, the force was maximixed on the drive screw causing the head to shear. Dr. Then scheduled revision surgery in 2002 to replace the distractor and ensure that bone separation had occurred.